Event description:
Customer reported that a pyxis medstation es system experienced a drawer malfunction. There was no reported delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced a drawer malfunction. There was no reported delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device; drawers 1.1 and 1.2 were in a failed state and not visible in the system. The field service technician inspected the drawers and found burn marks on both drawer's retractor bands. Functionality to drawer 1.2 was restored but upon testing the solenoid emitted smoke. The field service technician replaced the solenoid and drawer control board for drawer 1.2 and tested. Device confirmed operational.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system cubie drawers were not detected on the bus and unable to recover the storage space. There was no reported delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jun-2020 to 08- jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers 1.1 and 1.2 were not detected on the station due to visible smoke from solenoid and black marks on retractor cables. A field service engineer replaced the solenoid, the control board and flat flex retractor cables for drawer 1.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.